Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she stopped feeling stim and had been having accident again. A return of symptom was noted. Patient indicated she had surgery to fix her battery because it was poking out too much. They turned the implantable neurostimulator (ins) off during surgery but wasn¿t sure if they turned it back on because she did not feel stim and she had been having accidents again. Patient stated the tech turned stim to 2 prior to leaving hospital and she felt stim in her leg but can¿t feel it any more. Patient synched with patient programmer (pp) during the call and pp showed stim was on. The pp showed she was program 4 at 2.7v. While on the call, she increased stim to 3.5v and she still did not feel it. She would leave stim here and monitor symptoms. Patient was redirected to healthcare provider (hcp) if issue did not resolve.